Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted an unknown winterthur knee in 2008. The exact implantation date is unknown. One year after implantation, a cyst had formed. In (B)(6) 2015 the patient suffered from a thrombosis. Therefore the cyst was removed, a plastic abrasion was found. A revision surgery is planned.

Manufacturer narrative:
Correction: describe event or problem. Updates: date received by MFR, type of reports, if follow-up, what type? And additional MFR narrative. This case will be invalidated as it has now been reported that the product is manufactured by zimmer inc. (B)(4). Therefore, zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
Follow up information received on october 17, 2016. It has now been reported that the product is manufactured by zimmer inc. (B)(4). Zimmer (B)(4) has already sent an e-mail to inform zimmer inc. About this case. Therefore, this case will be invalidated. Please rectify your records.

Manufacturer narrative:
The 5-day box in the initial report was ticked by mistake. The initial report for this case is a 30 day report. The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
It was reported, that the patient was implanted an unknown winterthur knee in 2008. The exact implantation date is unknown. One year after implantation, a cyst had formed. In (B)(6) 2015 the patient suffered from a thrombosis. Therefore the cyst was removed, a plastic abrasion was found. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The trend analysis could not be performed since no reference number was reported. The compatibility check could not be performed as no product information was available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).